Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
A4 - patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on both leads. As a result, the patient is experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.